Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributer contacted animas stating there were ink spots and cracks on the display screen. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the reported cracked display was not duplicated during evaluation of the pump.the display screen was found to be fully functional and illuminated with no issues. There were no visible signs of damage, fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.